Manufacturer narrative:
(B)(4). There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident.

Event description:
Per cnf: dr (B)(6) wanted to recanalize the a. Tibialis posterior. He had success with the victory guidewire half of the occlusion (occlusion was 25 cm ). Then he mentioned, that the tip oft he victory had no more torque response. He put the victory out and saw, that 2cm of the tip where missing and still in the patient. The tip was subintimal in the tibialis posterior. The patient was ok and dr (B)(6) decided to make a surgery bypass. This was first planned , but he wanted to try first interventional. So no damage to the patient at least happened.

Event description:
Per cnf: dr (B)(6) wanted to recanalize the a. Tibialis posterior. He had success with the victory guidewire half of the occlusion (occlusion was 25 cm). Then he mentioned, that the tip of the victory had no more torque response. He put the victory out and saw that 2cm of the tip were missing and still in the pt. The tip was subintimal in the tibialis posterior. The pt was ok and dr (B)(6) decided to make a surgery bypass (this was first planned, but he wanted to try first interventional. So no damage to the pt at least happened.